Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial#: (B)(6), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 24-jul-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml) via an implanted pump. It was reported that the pump flipped in the pocket preventing a pump refill. The reason for the pump flipping was unknown. They attempted to manually flip the pump back but were unsuccessful. The patient was taken to surgery for a pocket revision. During the procedure, the surgeon decided to replace the 40 ml pump with a20 ml pump. An attempt was made to aspirate the cap (catheter access port) and catheter when connected to the old pump, but it was unsuccessful. The new 20 ml pump was prepped, and a pre-implant prime was done. Prior to connecting the catheter to the new pump,a retrograde flow was observed from the catheter. The new pump was connected to the catheter, and they were able to aspirate 3 ml from the cap and catheter. The new pump was anchored using 4 suture anchoring points. The surgeon also used a large ¿shoestring¿ type suture crisscrossed over the pump, ¿like a wrapped present¿. Once the patient was admitted to the floor, the pump managing physician finished programming the pump and then primed the cap chamber and the catheter. The issue was noted to be resolved, and it was indicated that the healthcare providers had no further information to provide regarding the event.